Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report the patient was hospitalized for the stomach flu. The patient had ketones at the time of concern. The patient did not make any implication that the subject insulin pump was a contributor for the hospitalization or ketones. The patient is still on insulin pump therapy. The reporter stated that she will call back to troubleshooting. Animas has made 3 attempts to contact the reporter and sent a letter, requesting a call back. This complaint is being reported due to a potential insulin delivery issue. Troubleshooting is still pending and has not ruled out the animas insulin pump as a contributor of the reported event. Hence, this complaint is being reported.